Manufacturer narrative:
This case was assessed as reportable to the FDA as the event occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with a total of 2 ml of radiesse into the nasolabial fold, cheeks, midface and chin (off label use of device). Batch number was reported as unknown. Radiesse was diluted with 0.3 ml of lidocaine. The patient was injected with 0.3 ml into the nasolabial fold with a needle, with 0.7 ml into the midface and with 0.5 ml into the chin per side. After the radiesse injection, the patient experienced pain, left side swelling in the nasolabial fold, upper lip, cheek and slight swelling near the eye. The reporter suspected a occlusion with radiesse in the nasolabial fold and saw some blanching. The patient was flooded with 5 ml of normal saline with vigorous massage and monitored for 40 minutes but symptoms seemed to resolved. There was no blanching and perfusion was normal. It was suspected that the pain was from the vigorous massage. The patient sent home. After that, the patient had redness in area of nasolabial fold and up into medial forehead. The outcome of the event was unknown.